Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the operating room for lead revision due to atrial lead noise. The physician elected to explant the lead. During the procedure insulation abrasion was noted on the lead. Upon removing the lead tip was found to be detached from the body. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: the returned information was not previously selected.